Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 410 mg/dl at the time of the incident and was treated with manual shots and the insulin pump. The customer stated that the insulin pump had an insulin flow block alarm; so they changed the site few times. It happened last weekend then worked fined during the week. The customer reported that it happened again. The customer¿s other blood glucose was 401 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer stated that they had a back-up plan available. The insulin pump will not be returned for analysis.